Event description:
It was reported that (6) devices were used during an open lobectomy. It was reported by the affilate that the tr35w was used. There was bleeding and the amount of bleeding is not known. Another instrument was used to complete the case.